Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, the commander delivery system and the valve got stuck in the sheath. After insertion through the sheath one stent strut was bent. The resistance was felt at the last part of the sheath. The degree of tortuosity and calcification was mild. The valve perforated the sheath. The system had to be removed as one unit. A second system was prepared and successfully implanted. A stent had to be placed in the access vessel. The patient is in good condition. As per pre-decontamination evaluation of the device, the following was observed: liner torn, liner strand, and three bent valve struts.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return and the following was observed: crimped valve was exposed through the torn liner with a damaged valve frame and bent valve struts. The sheath was partially expanded with the distal tip unopened. Scratches were observed on sheath shaft. Curvature on sheath shaft. Sheath liner torn with length of 28cm beginning distal of the strain relief. Liner strand observed at distal end of liner tear. Damage of hdpe at liner tear location. The complaint of resistance between system components, sheath liner torn, and sheath liner strand were confirmed. Inspection of the returned device showed no indication of a manufacturing non-conformance. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. For the resistance between system components, as reported, ''during procedure, the commander system and the valve got stuck in the sheath. The resistance was felt at the last part of the sheath. The degree of tortuosity and calcification was mild. The valve perforated the sheath''. Returned device imagery and evaluation of the returned device show the delivery system and valve exposed through the torn liner of the sheath. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Case notes report tortuosity and calcification were present in patient's access vessel. The presence of calcification and tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Calcification can reduce the vessel diameter and may increase restriction leading to resistance, while tortuosity can lead to non-coaxial alignment between the delivery system with crimped valve and sheath. Through evaluation of returned device, scratches were observed on the sheath shaft indicative of calcification present in the access vessel. An overall curvature to the sheath shaft was also observed which can be indicative of tortuosity present in the access vessel. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. For the complaints of sheath liner torn and sheath liner strand, per evaluation of returned device, the sheath liner was torn along the sheath shaft and one strand was observed along the tear. Calcification present in the patient access vessel can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement of the delivery system. As resistance was experienced during delivery system advancement through the sheath, it is possible that the valve likely caught onto the sheath and tore the liner. In such condition, attempts to further advance the delivery system can cause the valve to further tear the liner, especially if the devices were excessively manipulated. As such, available information suggests that patient (calcification) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint events. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative actions, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04883.